Event description:
Medtronic received information regarding a patient who had undergone a mechanical thrombectomy on (B)(6) 2023 in which a solitaire platinum stent retriever was used. Post-operative mtici 3 was noted. There was no reported device malfunction/deficiency nor any intra-operative patient issues. It was reported that post-operatively on (B)(6) 2023, a new cerebral infarction, contralateral to the index lesion, was observed and was not treated. The event was not considered life-threatening, did not result in or prolong patient hospitalization, did not result in patient disability, and did not require additional medical intervention. It was noted that the event was possibly related to an underlying patient condition. Both the site and medtronic study sponsor assessments concluded the event was not related to solitaire or to the procedure. As there was no reported device malfunction and the patient adverse event was not related to the device(s) or procedure, the event does not meet the definition of a complaint as defined in 027-wi185. Additional information was received reporting the sponsor assessment was updated. On 2024-feb-06 the cec adjudicated this event as non-serious, causal to the study procedure, and possible to the solitaire and rebar microcatheter. Refer to manufacturer report 2029214-2024-00245 for related device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there were multiple high-density shadows found in the right frontal lobe. The nihss score w as 3. It was updated that the event was not a recurrent or new stroke.